Event description:
Reportedly, during pt use, the screen went blank, the ventilator started shaking and gave sporadic breaths and auto-triggered. The pt was switched to another ventilator. No serious injury was reported in this case.

Manufacturer narrative:
Device evaluation: evaluation of the returned ventilator was unable to confirm the reported failure. During the investigation, auto-triggering occurred which was due to out of calibration. Performing a full calibration per service manual resolved this issue. The ventilator functions normally and it meets all specifications.